Event description:
The customer reported an additional positive reaction of a pt sample with cell #11 of biotestcell-i11 plus. The pt sample has a know anti-e. The customer has neither returned the supposedly defective product nor the pt sample that had caused a false positive reaction. Our quality control lab is therefore still testing the retained sample of biotestcell-i11 plus. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported an additional positive reaction of a patient sample with cell #11 of biotestcell-i11 plus. The patient sample has a known anti-e. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive reaction. Therefore our quality control laboratory tested the retained sample of biotestcell-i11 plus with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.